Manufacturer narrative:
Concomitant medical products: product ID: 3093, explanted: (B)(6) 2015, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4)

Event description:
The healthcare provider, via the manufacturer representative, reported the patient was not getting very good symptom benefit from the implanted system. An impedance check revealed impedances greater than 4 ,000 ohms on some electrodes. The patient therefore had a surgical intervention. During the surgery, the surgeon disconnected the implantable neurostimulator (ins) from the lead and tested each electrode for motor responses. As there were motor responses on all 4 electrodes, the surgeon did not change the lead, but decided to change the ins due to condensation found in the connector block. No visible damage to the connector block was noted, but it was completely filled with condensation. However, the surgeon was unable to insert the existing tined lead into the connector block of the new ins. The surgeon tried inserting the tined lead back into the old ins, but was unable to as they experienced blockage. The surgeon decided to replace the tined lead. The issue was resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. As received, a known good lead could not be fully inserted into the ins. The lead could be inserted past the #2 connector ball seal, but could not get past the #3 ball seal. There was suspected dried bodily fluids in the connector port. The connector port had to be cleaned out before a known good lead could be fully inserted. Analysis of the tined lead found one set of setscrew impressions was too proximal with part of the setscrew mark on connector #1 and part on the insulation between connector #0 and # 1. Another set of setscrew impressions were located on the insulation between connector #0 and #1. There were no observed setscrew impressions on connector #0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.